Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2007. Following the surgery the patient is reported to have continued pain. As an adverse outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
Few details were reported in the info that has been provided to depuy spine. If additional information is reported the complaint file shall be updated. No connection can be made between the reported event and any shortcoming of the device.